Event description:
Customer reported falsely high sodium (na+) results on the instrument. Customer reported differences of about 10mmol/l when compared to the laboratory sodium results. There was no report of injury due to this event.

Manufacturer narrative:
Siemens customer service engineer checked the instrument, removed bubble from reference sensor and refilled na+ sensor. Customer has been advised not to use clinell wipes near the system or bench. Cse carried out numerous calibrations until na+ settled and run automatic quality control levels 1, 2 and 3. Customer has been asked to monitor instrument results for a week to see if improvement has been made.